Event description:
A report was received that the patient will undergo a revision. No further information is available as of this time.

Event description:
A report was received that the patient will undergo a revision. No further information is available as of this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
Additional information was received that the patient underwent a revision due to inadequate stimulation. The patient did well postoperatively.